Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the pump display screen contrast was found to be dim with a pinkish coloration. Unrelated to the complaint, the battery compartment is cracked above the bumper grip; the returned battery cap was able to successfully tighten to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display screen. The reporter stated that the display screen was no longer able to be read safely. The reporter confirmed that there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.